Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative(fsr) evaluated the device onsite,checked the unit and verified that the exhalation transducer on the main board is the problem. A new board will be ordered for replacement. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported a xdcr (transducer) error on the vela ventilator. At this time, there is no information regarding patient involvement associated with the reported event.